Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. Inflations were performed three times. However, during the third inflation at 14 atmospheres in 10 seconds, the balloon was ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.